Event description:
Voluntary medwatch received states that the patient presented for explant of the right ventricular lead due to an unspecified product performance issue. No additional adverse patient effects were reported. No further information was available.

Manufacturer narrative:
Reference: voluntary medwatch report #mw5152503.